Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) displayed error code 14. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 (component code, type of investigation, investigation findings, investigation conclusions) corrected field: e3, h8. A getinge field service engineer (fse) found that the unit had error code 14 in 2 times. Replaced the scroll compressor, temperature sensor probe, and 2 mufflers. Unit passed all functional and safety tests per factory specifications. Cardiosave services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. There was no patient involvement. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0119-00-0236 and pn 0206-00-0734 with a reported unit failure of an error code 14. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Both parts passed testing. No failures confirmed. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a